Event description:
During a bariatric procedure, peri-strips dry with veritas collagen matrix circular staple line reinforcement (psdv-c) was used with a 21mm ethicon ees stapler. No problems were noted while loading the psdv-c onto the stapler or upon firing the stapler. Difficulty was experienced upon attempting to remove the stapler following firing. A leak test was performed and revealed a gastric leak at the 8 o'clock position very close to the g-j anastomosis. The leak required additional intervention to repair and a prolonged hospital stay.

Manufacturer narrative:
The psdv-c tissue is still implanted in the patient, therefore no product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.